Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had several power error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. See related case-2017-00097262.

Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform displacement test or occlusion test due to physical damage. However, the insulin pump was received with operating currents within specs and passed rewind, seating, basic occlusion and force sensor. The insulin pump was returned for power error alarm. The power management tool confirmed power error alarm was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with peeling serial number label. Unit received with minor scratched display window, case and keypad overlay.